Event description:
A ventilator was returned to a third-party service center for preventative maintenance. There was no harm or injury reported. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the third-party service center, an error code related to the internal battery was observed. The third-party service center technician recommended replacing the device's internal battery to address the e175 err_loss_of_comm_int_li_ion issue. Additionally, error codes related to the circuit and detachable battery were observed, but not related to the reportable malfunction/issue.